Event description:
Pci surgery was being performed due to acute mi. It was attempted to treat a lesion in the lad with 70-80% stenosis, severe calcification and tortuosity. It was reported that a balloon dilatation catheter was used in an attempt to pre-dilate the lesion but it would not cross the lesion site. Another balloon catheter was used successfully. It was reported that it was attempted to treat the lesion with an endeavor resolute rx drug eluting stent system. The stent was inspected prior to use with no issues noted. It was reported that the stent could not cross the lesion. A competitor stent product was used successfully to treat the lesion. No patient complications were reported. The stent was returned to the manufacturing facility and analysis confirmed that the stent was damaged. Evaluation summary the distal tip of the device was stubbed. There were no kinks or damage evident on the remainder of the delivery system. The stent was present on the balloon positioned between the markerbands, the stent was deformed. The 5th distal segment was deformed with raised and stretched. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results and conclusion: (stent deformation). (Stenosis, severe calcification, tortuousity). Deformation problem. (B)(4).